Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the endoscopic image of the subject device disappeared when the subject device was angulated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon (no image) was not duplicated. The exact cause of the reported phenomenon could not be identified. However, based upon the investigation result and the information from olympus service operation repair center (sorc), omsc surmised that this phenomenon attributed to the image sensor unit cable in the bending section being on the verge of breaking, which might be caused by unexpected stress due to a temporary disruption of the alignment by external stress, such trocar diagonal insertion/removal. If additional information is received, this report will be supplemented.